Event description:
A report was received that a pt was experiencing pain, swelling, and warmth around the pocket site after she accidentally hit it on the edge of a table. A CT scan revealed a hematoma at the pocket site. The pt underwent a pocket revision procedure and is reportedly doing well.